Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak and aortic insufficiency can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, the most likely cause was due to the dislodgement of the valve, which was then reportedly snared and then left implanted in the ascending aorta. However, with the limited information available, we are unable to conclusively determine the cause. Potential factors that can influence a pop-out / dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, however a root cause could not be established from the available information.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the target location into the left ventricle. The valve was snared and left implanted in the ascending aorta. Severe paravalvular leak (pvl) and severe aortic insufficiency were observed. A decrease in blood pressure and very low ejection fraction were noted and required cardiopulmonary resuscitation (CPR) to be performed. A second transcatheter bioprosthetic valve was implanted and extracorporeal membrane oxygenation (ECMO) was initiated. Per the physician, there was no allegation against the function of the second valve. ECMO was initiated to "give the patient a few days to recover". No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.